Manufacturer narrative:
Invacare was made aware of this event that took place in france with a 4-year-old irc9lxo2awq concentrator. Invacare is filing this report due to the irc10lxo2 concentrator would have the same outcome as this event. Information received clearly indicates that the user was smoking while he was using the device. It is therefore a case of misuse/use error and no fault of the device. The user manual 1193323-a-03 states: "danger! Risk of death, injury, or damage from fire do not smoke while using this device. ¿ do not use near open flame or ignition sources. ¿ do not use any lubricants on concentrator unless recommended by invacare. ¿ no smoking signs should be prominently displayed. ¿ avoid creation of any spark near oxygen equipment. This includes sparks from static electricity created by any type of friction. ¿ keep all matches, lighted cigarettes, electronic cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered. ¿ keep the oxygen tubing, cord, and concentrator out from under such items as blankets, bed coverings, chair cushions, clothing, and away from heated or hot surfaces including space heaters, stoves, and similar electrical appliances. If additional information becomes available a follow-up will be filed.

Event description:
The patient lit a cigarette while using the concentrator, and the tubing melted on his nose and face. The patient was treated at the care facility, however the type of treatment they received is not known.